Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's leads were removed. The reason for lead removal is unknown. The rest of the patient's system remains implanted. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Additional information indicated this event did not actually occur and it was only a hypothetical inquiry by the hcp. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the event did not actually occur, and it was only a hypothetical scenario.